Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Date of implant: (B)(6) 2012 we were not able to reprogram the valve after mr. Valve was fixed at level 3. Patient should have level 4 or 5. So it was necessary to exchange the valve. Reoperation, implant new certas plus level 4.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the programming test, the rotating construct did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was retested for programming. The valve failed the programming test, the rotating construct did not move. The valve was then pressure tested at setting 3. The valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the flat spring of cam/ball arm assembly, on the helical spring, and on the titanium axle. Review of the history device records confirmed the valve product code 82-8800, with lot cmnc8t, conformed to the specifications when released to stock on the 8th december 2011. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, on the flat spring of cam/ball arm assembly, on the helical spring, and on the titanium axle. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.